Event description:
The laser fiber broke, heated end touched patient's drape over right knee. After removal of drape, a small burn the size of a needle head (laser tip) was noted on the medial aspect of right knee. Manufacturer response for holmium laser high wattage, (brand not provided), (per site reporter). Surgery reached out to the vendor.